Event description:
It was reported that during a laparoscopic appendectomy procedure after the device was fired it could not be opened. They cut tissue on either side of the staple line to release device from tissue. There was no negative outcome for the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. On which firing(s) did this event occur ? 1st. What color cartridge was being used? White. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? Yes, open. Was there any difficulty removing the device from tissue? Yes. If yes. Please explain how device was removed: . They had to cut the device off tissue, the handle never opened. Does the patient have any relevant history of surgical treatments? Unknown. How long has the surgeon been using this device for this procedure (in years)? 10. Was there a recent conversion to ees devices in this account /surgeon? Unknown. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.